Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Review of the service history revealed that previous device servicing did not cause or contribute to the reported difficulty of iipv. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 107 (night drain cycle seven) alarm during peritoneal dialysis therapy. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical services representative assisted the patient to clear the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.